Event description:
It was reported that the customer received a power source alert after plugging the pump into a wall outlet. Subsequently, the battery gauge was fluctuating. Reportedly, the customer reverted to alternate method of insulin therapy. The customer's blood glucose was 170 mg/dl.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.